Event description:
The hosp reported that during an endoscopic vessel harvesting procedure, bom 7mm extended length endoscope's view was very fuzzy and could not see well. A replacement device was used to complete the procedure.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. (B)(4).

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and no evidence of blood. A visual inspection identified material on the inner surface of the proximal lens. Clear visualization was not possible. Based upon the received condition of the device, the reported complaint for "cloudy/spots" was confirmed. To verify that the product was not released in the as-found condition, the certificate of conformance (c of c) was reviewed. The records showed that this device conformed to all applicable product specifications. The condition of the device was found is normal wear and tear over the usage life of the device. (B)(4).